Event description:
It was reported that the patient called the company and stated that "I have the bad lead and my battery is bad". They also indicated that they had an appointment with their physician on (B)(6) 2010 to discuss options. Information was requested on warranty/policies. It was also reported by the physician's office that there is currently no problems with the patient's lead. The devices are still in use. There were no patient complications reported as a result of this event. It was later reported that the right ventricular (rv) lead was abandoned and capped and a new lead implanted. It was also reported that the device was removed and returned and a new device implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.the sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient called the company and stated that "I have the bad lead and my battery is bad". They also indicated that they had an appointment with their physician on (B)(6) 2010 to discuss options. Information was requested on warranty/policies. It was also reported by the physician's office that there is currently no problems with the patient's lead. The devices are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory.